Event description:
Baxter (B) (4) reported leakage from the silicone tubing on a transfer set. The product was in use for 65 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B) (4). Results indicate confirmation of the reported condition of a leak from the silicone tubing on a transfer set. The root cause was a cut/slice/hole. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.